Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is confirmed. Visual and microscopic inspection found that the red connector end of the extension was cracked. It was subjected to an air and fluid test and the red connector end was confirmed to leak. The lot code of the device could not be determined form the returned part and the lot number was not able to be obtained to date. Shipping records were also reviewed and no lot information could be determined.

Event description:
A peritoneal dialysis (pd) patient's nurse called in reporting a stay safe lock catheter she used to connect the patient for treatment was damaged. Two days ago patient noticed there was a small pin hole in the catheter and put tape around where it was leaking and notified the nurse. The nurse changed the catheter extension. The extension was made available for evaluation. During follow up the patient's nurse reported that she had replaced the catheter extension and found a pin hole in it. She reported the patient did not have any complications. The patient was prescribed prophylactic antibiotics. No adverse event reported at this time.